Manufacturer narrative:
D9 - date returned to mfg: 1/27/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had wireless module intermittent signal with the pumps. There was no patient involvement, and no adverse event reported.